Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable.

Event description:
Rest of accessory stuck in operation channel. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the channels have been replaced. Correction information: h6: coding changed, based on the investigation result.